Event description:
In 2008, pt had a right nephrostomy and renal tract dilatation. During the initial catheter placement into the renal pelvis, a 1.5 cm long fragment of an 018 wire was sheared off and remained in the kidney. On the next day, the pt had a procedure and an attempt to remove the wire fragment was unsuccessful.